Event description:
It was reported a patient experienced air in the peritoneal cavity coincident with peritoneal dialysis (pd) therapy. The same day the patient was hospitalized due to shortness of breath and abdominal pain. An x-ray showed a large volume of air in the peritoneal cavity. The patient underwent treatment to remove some of the air via a syringe attached to the pd catheter. It was unknown if any other medical intervention was required for the event. The cause of the air in the peritoneal cavity was reported as the patient connecting the patient line extension tubing after priming. This resulted in the extension tubing not being adequately primed and the patient experienced air in the peritoneal cavity. The patient was discharged five days after admission. It was reported the patient was retrained on pd therapy. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The reported event was related to a use error. Per baxter labeling, users are instructed to follow therapy steps when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.